Event description:
Medtronic received information via literature regarding surgical aortic valve implantation (savi) following transcatheter aortic valve implantation (tavi). All data were collected from a single center between october 2008 and march 2021. The study population included eleven patients who were predominantly male with a mean age of 79 years. Multiple manufacturer¿s devices were implanted in the study population. Eight patients were implanted with a medtronic valve product: five patients received a corevalve transcatheter valve and seven patients received a hancock ii surgical valve. No unique device identifier numbers were provided. Among all patients five deaths occurred within 30 days of implant. Four of those five patients were implanted with a medtronic corevalve and/or hancock valve. The cause of death for each patient was not provided. No statement was made suggesting a causal or contributory relationship between medtronic product and the death(s). Among all medtronic corevalve transcatheter valve patients, adverse events requiring intervention included: valve migration (into ascending aorta or lvot), occlusion of the coronary left main trunk, paravalvular leak (pvl), and endocarditis. Based on the available information medtronic transcatheter valves were associated with the adverse events. Among all surgical valve patients, adverse events included: stroke, atrial fibrillation (afib), complete heart block (chb), wound infection, and intensive care unit (ICU) stay. Based on the available information medtronic surgical valves may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: salem et al. Surgery after failed transcatheter aortic valve implantation: indications and outcomes of a concerning condition. J clin med. 2021 dec 23;11(1):63. Doi: 10.3390/jcm11010063. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.